Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4035 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported after the catheter is placed, it is ready to be fixed, and the catheter is broken from 42 cm. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The sample was received in two segments. Complete breaks were observed at the 41cm (proximal) and 42cm (distal) depth markings. The ~1cm segment between the two breaks was missing and was not returned for evaluation. The proximal segment of catheter was assembled with the two-piece connector. The proximal break site appeared irregular. Plastic deformation was observed in the vicinity of the break. Tactile inspection of the sample revealed extensive tensile weakness and discoloration in the vicinity of the proximal break. Microscopic inspection of the proximal break site confirmed an irregular fracture surface. The break surface exhibited a dully granular fracture surface. The catheter exhibited an elliptical cross-section in the vicinity of the break. Plastic deformation was confirmed in the vicinity of the break. The distal break site appeared regular. Surface abrasions were observed in the vicinity of the break. Microscopic inspection of the distal break site revealed a striated fracture surface. Extensive surface abrasion was confirmed in the vicinity of the break. The proximal break features and surrounding characteristics were consistent with material failure do to tensile (pulling) stress. The usage residues and event description suggested that stress occurred following device placement. The distal break was consistent with contact with a traumatic instrument. This combined with the extensive surface damage suggested that break likely occurred during removal of the distal catheter segment following identification of the tensile damage. A lot history review (lhr) of redw4035 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported after the catheter is placed, it is ready to be fixed, and the catheter is broken from 42 cm. No other information was provided.